Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing the power supply, replacing capacitors on the motherboard and cooler assembly.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.